Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-30, additional information was received from the manufacturer representative (rep). It reported alarm was heard and con firmed via telemetry. The rep reported that end of service (eos) occurred. The rep stated that the pump has been empty for 3 years and the patient had no intention of using it. Interrogation of the pump noted the message, "loss of therapy, end of service" and the following service codes; 98 (eos) and 337 (shut down pump, eos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s spouse) regarding a patient with an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. They thought the pump had three different kinds of medication in the pump but later stated it was only dilaudid of an unknown concentration at an unknown dose rate. It was reported that the patient was "so hooked" on the dilaudid that was in their pump. The patient had the pump emptied out and had nothing in the pump now. When he had the medication taken out of the pump the patient¿s pain wasn't bad, but stated he had real bad withdrawal symptoms. The date of the event described as having occurred approximately two to three years ago (day, month, and year was unknown). The situation was resolved, and the patient was ¿ok now¿. It was noted that the patient needed an MRI and surgery, and it was confirmed that the reason for both were unrelated to the pump/therapy. The MRI procedure was not due to a problem with the patient¿s device or therapy. It was further reported that the patient had stopped using the pump and the reporter could not remember the reason. The patient was going to have the pump removed because it felt like their skin was getting thin at the implant site. It was noted as having been this way for probably two, three years. The date of the event was unknown (day, month, and year unknown). The reporter was redirected to follow-up with their healthcare provider to discuss their pump concerns. The patient currently did not have a pump managing healthcare provider. The patient was described as having been hard of hearing. No further patient complications have been reported as a result of this event.